Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was not delivering as expected and stated that the patient subsequently experienced blood glucose (bg) of 470mg/dl with small to moderate ketones. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. Customer technical support started to review the pump with the reporter and found that all boluses were recorded as programmed. Additional troubleshooting could not be completed at the time of the initial contact. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that the last basal delivery occurred at 2:30pm on (B)(4) 2014. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.